Event description:
It was reported that during a procedure, the clips were falling out of the clip applier before use. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in the original unsealed sss packaging. The device did not appear to have any visible damage. The original manufacturer (om) indicates the device is intended to provide ligation of tubular structures or vessels. Normal function of the device requires squeezing the trigger to apply the clip which sits at the tip of the jaws. If a clip is not loaded at the jaw tip, the trigger may be squeezed to prepare the clip to the end of the jaws - this will not fire the clip. The trigger must be applied a second time to fire the clip. The device is only able to fire a clip which is prepared at the tip of the jaws. The complaint device was held vertically with the jaws pointed down to confirm the clips were properly intact within the shaft. The device was then actuated by trigger function to expel seven clips; however, it was noted the clips were unable to load at the tip of the jaws. This resulted in the inability for the clips to properly pinch onto a latex-free glove used as a test medium. The jaws were unable to capture the clip, causing the clip to fire prematurely. Sss's open-but-unused cleaning procedure requires a visual inspection of all staplers to ensure the device has not been fired. Devices in which the staples/clips cannot be counted should have a visual indicator present when a majority of the staples/clips are missing. Open-but-unused devices are not function tested in any way. The root cause is unknown; however, possible causes are linked to either a load error due to an om defect, or a load error due to mishandling prior/subsequent to distribution from sss. The open-but-unused procedure is being updated to emphasize the proper handling of these devices to ensure the devices' jaws are not damaged. The device history record for the returned clip applier indicates the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.